Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. Transmission showed that the insertable cardiac monitor (icm) exhibited under-sensing. Programming changes were made. The patient was in stable condition.